Event description:
Oedema [oedema peripheral]. Effusion [joint effusion]. Case description: spontaneous report received on 05-aug-2010 from a physician regarding a male pt, initials (B)(6), with a relevant medical history of gonarthritis. On an unk date, the pt received the first injection of synvisc into an unk knee. The syringe used for the injection was from the physician's "practice stock," but the synvisc lot number was not available. Following the first synvisc injection, the pt experienced oedema and effusion. Knee joint puncture was performed and the synovial fluid was sterile upon analysis. The physician injected intra-articular corticosteroids as treatment for the events, and the pt recovered on an unk date. The physician assessed the events as probably related to synvisc, but refused to provide further info regarding the case. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.